Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experience hypoglycemia. The customer's blood glucose level was 2.9 mmol/l. Customer wanted to know if they could stop active insulin that was displayed on insulin pump. Customer states they already took some sugar and was going to eat now. The device will not be returned for analysis.